Manufacturer narrative:
Evaluation was not performed. The device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device is broken and that the handpiece gets hot during use. There was no report of patient impact.

Manufacturer narrative:
The device was returned for analysis. Analysis did not confirm the reported event of the handpiece overheating. The following are the pre-repair temperatures of the device after 1 minute: gear - 81.3 degrees f, motor - 80.3 degrees f, and bearing - 78.3 degrees f. After 4 minutes: gear - 100.6 degrees f, motor - 98.2 degrees f, and bearing - 94.5 degrees f. Evaluation found that the device is noisy. Repair to be completed once the parts become available. If information is provided in the future, a supplemental report will be issued.